Manufacturer narrative:
(B)(4). Batch # p94e2h. Investigation summary: the device was returned with no apparent damage. The device was connected and tested on a gen11. The device was disassembled and it was found that there was a cracked internal component; the y-link. No conclusion could be made as to how the component was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the product had a small crack at the distal end of the shaft, close to the active blade of the instrument, but it was functionally "ok." It was found after the main surgeon activated two times in the patient, no defect "nor" was found. He opened another device of same product code to continue his surgery. The packing was found normal, with no crushing or damage on the paper box. No patient consequence was reported.